Event description:
A 5 liter plastic bag of saline irrigant warmed in warming cabinet used as positioning device during surgery. Pt rec'd 3rd degree burn requiring skin grafting. Temp measurements inside the cabinets ranged from 38.1 c to 83.1 c with avg readings ranging from 39.8 to 63.8 c. Warming cabinets were set at 170 f.